Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the fast few month insulin pump received sporadic motor error alarm. No harm requiring medical intervention was reported. Customer stated that insulin pump received unexplained no delivery alarm and forcing to reset reservoir to clear. Customer stated that insulin pump was reject the battery life was diminished from when first got insulin pump. Customer stated that the device will not be returned for analysis.